Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak in the steerable guide catheter (sgc), which if used, has the potential to cause or contribute to patient injury. It was reported that the hemostatic valve on the mitraclip sgc did not hold fluid and leaked during functional inspection of the device prior to use in the patient. Another sgc was used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak at the hemostatic valve on the steerable guide catheter (sgc). Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were no similar events for this lot. Further evaluation was conducted per internal site operating procedures and determined that the most likely cause of the reported leak was damage to the valve when inserting the dilator into the sgc prior to flushing the device. There is no indication of a product quality issue. The performance of these devices will continue to be monitored.